Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d1, d2, d4, d6(a), d6(b), g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to the unknown side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30apr2024. Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.